Manufacturer narrative:
(B)(4): evaluationconclusion - based on the complaint information, we were unable to determine a specific root cause of the event.(B)(4).

Event description:
The customer reported problem with the aq2010v three piece silicone lens due to a bad injector. Additional information was requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Method: lot order search. Results: the product evaluation worksheet showed a piece of the optic and a haptic was torn off and missing. The injector was returned with lot# 1277551 and no visible damage was observed. There was a clear surgical residue on the devices. A lot order search was performed and there were no similar complaints found without the lot order search. (B)(4).